Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider spoke to advise that the chair cut off while the end user was driving.